Event description:
It was reported that the lead superior vena cava measurement showed <none> when plugged into the device. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis determined the defibrillation conductor was fractured due to overstress. The distal conductor was distorted and apparent explant damage was noted. Blood was observed in the distal conductor and on helix.